Manufacturer narrative:
This event occurred in (B)(6). Quality control was acceptable on the date of patient testing. The investigation is ongoing. (B)(4).

Event description:
The initial reporter questioned non-reproducible elecsys troponin t hs results on a cobas 8000 e 801 module. The customer provided questioned results for one patient. Please refer to the attachment on the medwatch for all patient data. The patient had two samples drawn at separate times on (B)(6) 2020. Each time the sample was processed, the customer performed testing on both available methods for the assay, troponin t hs and troponin t hs stat. The initial results were not reported outside the laboratory. The serial number for the e 801 module is (B)(4).

Manufacturer narrative:
The investigation determined the presence of a high molecular weight interferent (igg) in the patient sample may lead to falsely elevated tnths values and to the observed differences in both applications. Product labeling states, "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design."